Event description:
The device was charged to 360 joules, the service light illuminated and the operator was not able to discharge the defibrillator or dump the energy internally. The customer later provided the following additional information: a total of 4 defibrillatory shocks had been successfully administered to a patient. When the defibrillator was charged for a 5th shock, the service indicator illuminated and the device failed to discharge and the operator was unable to dump the energy. After approximately 15 seconds, the stored energy was dumbed and the defibrillator was recharged and a shock was administered to the patient. A backup device was subsequently made available and used for the remainder of patient treatment. The patient's outcome was not reported.